Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Department of cardiac surgery, heinrich heine university düsseldorf, düsseldorf, nordrhein-westfalen, germany. Bauer, s. J., sugimura, y., immohr, m. B., mehdiani, a., lichtenberg, a., & akhyari, p. (2024). Left ventricular assist device implantation with concomitant replacement of the ascending aorta. The thoracic and cardiovascular surgeon reports, 13(01). Https://doi.org/10.1055/a-2461-3284. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Additionally, section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the article 'left ventricular assist device implantation with concomitant replacement of the ascending aorta', that lvad implantation with concomitant replacement of the proximal aortic arch without clamping of the proximal arch is a feasible surgical approach when elevated risk of cerebral embolization or coagulopathy is expected. As patients with lvad are already at high risk of bleeding events, the need for circulatory arrest with hypothermia can also be omitted. A 66-year-old male patient had chronic heart failure due to ischemic and dilated cardiomyopathy and was implanted with a heartmate 3 lvas. They had a left ventricular ejection fraction of 24%, a cardiac index of 1.8 l/m2/min under intermittent levosimendan therapy and congestive pneumonia. Interdisciplinary evaluation recommended lvad implantation concomitant with supracoronary replacement of the ascending aorta. Considering the atheromatous lesions reached from the ascending aorta up to the proximal aortic arch, and the compromised overall status of the patient, a strategy for replacement of the ascending aorta without clamping the proximal arch as well as omitting circulatory arrest was attempted. Lvad implantation was done via sternotomy. It was noted that surgery was done under mild hypothermia at 31.5°c. The proximal anastomosis line at the level of the sinotubular junction with consecutive lvad implantation was performed. The final anastomosis of the lvad outflow graft to the aortic prosthesis was performed under partial clamping. Despite extensive intraoperative efforts of coagulation, re-thoracotomy became necessary on the same day, revealing a diffuse bleeding tendency. The further postoperative course was prolonged due to pneumonia-associated decarboxylation failure, necessitating venovenous extracorporeal membrane oxygenation from 6th to 45th postoperative day. However, kidney function was not affected. The patient remained without hemodialysis throughout the entire stay. The patient was discharged on the 115th postoperative day and at 18 months post operation, was back to daily life.